Manufacturer narrative:
(B) (4).

Event description:
It was reported the device was explanted due to the pt needing an MRI. It was also reported the pt was a cancer pt and the system never really worked for her.